Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1, fill 2, drain 1, and drain 2.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any additional information or results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). The pal (product analysis lab) evaluated the device. The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy during fill 1, drain 1, fill 2 & drain 2, but passed the rite electrical test. The pal evaluated the device. The device failed the accuracy confirmation test. The pneumatic system would not pressurize and a loud buzzing noise could be heard from within the device. A visual inspection revealed the door piston was cracked in several locations. The assignable cause for the rite test failure - volumetric accuracy during fill 1, drain 1, fill 2 & drain 2, which was assessed as a reportable malfunction, was determined to be a cracked piston. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.